Event description:
A renegade catheter was going to be used for a therapeutic uterine fibroid embolization. During the procedure, the catheter fractured 6 mm from proximal portion of the hub. The procedure was completed with another device.